Event description:
On (B)(6) 2022 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2022, the patient was hospitalized with abdominal pain with a possible infection or perforation. A perforation was ruled out and the patient was diagnosed with a stoma infection, which was treated with one or two doses of unknown intravenous antibiotics followed by unknown oral antibiotics. On (B)(6) 2022, the peg-j tubes were removed and discarded.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was removed and discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.